Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 468 mg/dl, with large ketones, identified as dangerous by healthcare provider. Reportedly, the customer bolused via the pump and went to the emergency room then was subsequently hospitalized in the intensive care unit and treated intravenously with fluids of saline, magnesium, electrolytes and insulin. The customer was released from the hospital on (B)(6) 2023 with permanent damage of heart stress. Reportedly, the customer allowed the pump to deplete of insulin, preventing any further insulin deliveries. The customer continued to use the pump for insulin therapy.